Manufacturer narrative:
(B)(4). Batch #t5ep7y. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an gst60t cartridge reload loaded on the device. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the cartridge and the device performed without any difficulties noted.

Event description:
It was reported that during a laparoscopic pneumonectomy, the loaded cartridge came off the device when a nurse handed the device to the surgeon before the first firing. Another ec60a with another gst60t reload was used to complete the case. There were no adverse consequences to the patient. No further information is available.